Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated they received low battery alert prior to replace battery alarm. Customer stated this was the second occurrence of replace battery alarm now without a low battery warning. Troubleshooting was performed. The insulin pump will not be returned for analysis.